Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all operating currents are within specification. No blank display, vibrating anomaly or constant tone noted. Off no power alarm functioned properly and passed the self test. The insulin pump was received with moisture damage on the electronic assembly. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that she jumped into a pool with the insulin pump and then it began vibrating and making a constant tone. The blood glucose reading was 73 mg/dl. She stated that the display went blank immediately after exposure to fluid and that there was no alert or alarm. Nothing further was reported.